Event description:
Procedure: nephrectomy. According to the reporter: during use, cutting could not be done due to misalignment. Opened another, but it suddenly would not activate during use. Opened 3rd one to complete procedure. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).